Manufacturer narrative:
Our field service engineer (fse) was on site. Fse found out that the expiratory channel printed circuit board (pcb) that is connected to other board which contains expiratory and inspiratory pressure transducers were not engaging. The fse replaced the boards and the ventilator passed all functional and safety tests and returned to clinical use. According to the received logs, it can be confirmed that the ventilator failed mentioned pressure transducer test together with the monitor pressure transducer and expiratory valve tests on (B)(6) 2019 during pre-use check. No parts were sent for our further investigation. Due to lack of information, the reason for the faulty pcb's could not be found.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).